Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the system failed to properly save patient image data. There is no report of injury or death.